Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation and the reported open seal was confirmed. There was seal evidence at the top and on both sides where the pouch had been opened. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported open pouch could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the supera stent delivery system package was removed from the shelf stock. The inner pouch was removed from the outer chipboard box. It was noted that the pouch was partially open and the device was not used. There was no patient involvement and no clinically significant delay. A second supera was used without issue. No additional information was provided.